Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue with infusion sets and the infusion set patch did not stick upon insertion on (B)(6) 2025. The patient went to emergency room (ER) for few hours. The patient had ketones and was treated intravenously with fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available